Manufacturer narrative:
The investigation of automated impella controller (aic) - pump stop has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27068 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella console was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed. D4 product information is unknown.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp stopped when performing an automated impella controller (aic) to aic transfer. The impella did not restart again even when it was reconnected to the original aic. The patient was reported to be stable on extracorporeal membrane oxygenation (ECMO).